Event description:
During an unspecified procedure, the knife assembly advanced halfway and the device did not staple. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
8/28/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.